Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector had no flow. This occurred during an unspecified step of setup or therapy and while the device was connected to IV tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.